Event description:
It was reported that post-op a successful da vinci s mitral valve repair procedure, performed on (B)(6) 2012, the patient experienced mild dysphagia, dysarthria and a strange tongue. A CT scan performed found that the patient developed a right brain infarction and was treated with the drug radicut. Examination of the patient by a neurological physician confirmed that the patient experienced a brain infarction, which resulted in the patient developing right side tongue weakness. The patient side surgeon has reported that there was no relationship between the reported event and the da vinci s system, instrument and/or accessories, as there was no malfunction of the da vinci s system, instrument and/or accessories during the surgical procedure. The site has indicated that the brain infarction experienced by the patient is a potential complication of intracardiac surgery with arrested heart.

Manufacturer narrative:
On (B)(4) 2012, the patient side surgeon reported that the patient was discharged from the hospital on (B)(6) 2012, and at the time of discharge, the dysphagia and tongue deviation was not observed and the site has concluded that the patient's symptoms are in remission. The patient side surgeon commented that from the preoperative, postoperative cerebral infarction, and it can happen as a complication of surgery performed under cardiac arrest, but not limited to robotic surgery. The surgeon also indicated that the cause of the brain infarction is unknown. No other information concerning the patient or reported event was provided. As of june 8, 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
(B)(4).